Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer shut down during use. It was noted that the power supply worked normally. It was further noted that the programmer worked normally with a known good power supply. The micro processor unit (mpu) and kernel printed circuit board (pcb) were to be replaced preventatively however the programmer will be decommissioned due to unavailability of replacement parts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer shut down during use and the power cord was held in position with tape. It was noted that the radio frequency (rf) head was functioning poorly. There was no patient involvement.